Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "I¿m reaching out to see if you could help me locate the information of a patient's implants." Healthcare professional later reported capsular contracture, baker grade IV, and "has constant pain." Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported "I¿m reaching out to see if you could help me locate the information of a patient's implants." Healthcare professional later reported capsular contracture, baker grade IV, and "has constant pain." Record is for left side. Patient later reported left side "arm pain" "breast pain" "inflammation" "took 4 advil to alleviate pain" "back pain". Healthcare professional later confirmed capsular contracture baker grade I. Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., h.6.